Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of two (2) minicap transfer sets were unable to be disconnected from the patient line of the cassette. This was observed during use of the devices for peritoneal dialysis therapy. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event, however antibiotics were administered to the patient. No additional information is available.

Manufacturer narrative:
Additional information was added to a1: patient identifier, b6, h6 and h11: a1: patient identifier: gl (previously submitted as unknown). B6: during follow up, the effluent culture results were positive for enterococcus faecalis and staphylococcus haemolyticus. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.